Event description:
This patient experienced declining performance with his cochlear implant due to progressive loss of electrode function. Using the appropriate diagnositc equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear.